Manufacturer narrative:
The exposed portion of soft cannula for the received pod was found to be kinked. It could not be conclusively determined when this damage to soft cannula occurred, or if it linked to the reported event of insulin delivery. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the leg.